Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about two weeks after the implant procedure, the device displayed a clinical observation indicating effective cardiac resynchronization therapy diagnostics were unable to run, and a right atrial lead dislodgement was suspected. A chest x-ray confirmed dislodgement, the lead was repositioned to resolve the issue, and the lead remains in use. No patient complications have been reported as a result of this event.